Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed there were 2 sureform 60 stapler instruments used during the procedure, it is unclear which stapler instrument was involved: the logs show sureform 60 stapler (lot number: l83230826-0141), was used first, and it was installed on the system 9 times and fired 5 reloads (1 white, followed by 4 green). On install 2, no clamping or firing was attempted. On installs 1, and 3-6, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 7-9, the stapler failed to detect a valid reload was installed. Parameters of the failures indicate that the lockout mechanism was detected in each case. The instrument was then removed and not used in the procedure again. The logs show sureform 60 stapler instrument (lot number: k13230727-0275), was installed 6 times and fired 6 reloads (3 green, 1 white, 2 green, in that order). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs for this procedure.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy procedure, multiple errors occurred while applying a reload accessory to the sureform 60 stapler instrument, and later in the procedure the surgeon decided to convert to open. The sureform 60 stapler was fired 5 times prior to the initial error message, "fired cartridge" was observed. A second reload from a different box, was opened and applied; however, the error message was observed again. A third reload was opened and applied; but the error message persisted. A backup sureform 60 stapler instrument was opened and accepted the reload accessories that were opened and attempted on the previous stapler instrument. The procedure proceeded robotically, however, the surgeon was not satisfied with the anastomosis and decided to convert to open. It was noted, that the decision to convert was unrelated to the errors that occurred with the stapler. There was a procedural delay of approximately by 8 minutes due to the conversion; and the procedure was completed with no reported injury to the patient. The surgeon stated that prior to this reported event, a couple of three-hole esophagectomies had been performed without issues. During this procedure, there was a split at the junction of the staple line that was separating the conduit from the esophagogastric specimen. When delivering into the neck, that staple line can tear; hence some surgeons completely divide the conduit and resew it to the specimen side of the stomach to avoid this from happening. The surgeon does not think it was related to a staple line dehiscence.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be seen in primary product, d2a, d2b, and d4. Intuitive surgical, inc. (Isi) received sureform 60 stapler instrument (part #480460-09; lot #l83230826-0141) for failure analysis evaluation. However the green sureform 60 reload was not returned for evaluation. A visual inspection of the stapler instrument displayed no signs of physical damage. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired successfully twice using a green stapler 60 reload; and unclamped without any issues. The stapler instrument was fully functional.